Manufacturer narrative:
Confirmed that product produced straight shots. This was determined to be due to normal wear and tear on reusable device.

Event description:
Straight shots. Rga 1012s. Received 10/8/04.